Event description:
The plaintiff was implanted with an ams sparc sling on (B)(6) 2002. It was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including erosion, infection, pain, mental anguish and urinary problems" as a result of her implantation. It was also alleged that the plaintiff experienced "chronic pain leading to the need for further surgery, diminished capacity for the enjoyment of life, diminished quality of life," and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.